Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) that reported a break in aseptic technique and peritonitis in a (B)(4) old female patient. On (B)(6) 2010, the patient started peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake'. On (B)(6) 2010, the patient was diagnosed with peritonitis and hospitalized. On the same day, a peritoneal analysis and culture were performed. On an unknown date, the patient began remedial therapy with antibiotics. Pd therapy was ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. The peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510 (k) number will not be provided in the emdr as the product code and lot number are unknown. A batch review will not be performed as the lot number is unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.